Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. The lens haptic was caught on the vial cap. Claim # (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +3.0/+6.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6)2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.